Manufacturer narrative:
(4117) the device is not accessible for testing as it remained implanted in the patient. (4109/213) the review of historical data indicated that no other complaint was reported for the same sterilization lot number: 25c06. (4121/3233) a review of the device history records is ongoing, results are pending. (11) the investigation is still ongoing. A follow-up report will be sent upon completion of the investigation.

Event description:
It was reported to intervascular that upon taken the graft out of the packaging without product handling prior use, it was noticed that part of the collar of the graft was frayed. The prosthesis was implanted and the operation went well. No injuries were reported on the patient. Complaint#: (B)(4).

Manufacturer narrative:
Corrected data: on block h6, the method code "4121" was updated to "3331". Additional mfg narrative: (4109/213) the review of historical data indicated that no other complaint, with fraying without device manipulation, was reported for sterilization lots manufactured in 2025. (3331/213) the device history records review concluded that there was no non-conformance in relation with the event reported. In addition, an investigation was performed by the quality assurance supervisor who concluded that woven products naturally present a risk of fraying. During manufacturing, quality control technicians ensure the absence of fraying during product calibration followed by inspection. It appears very unlikely that fraying was present without the prosthesis being manipulated by the client. Indeed, as indicated in the the intergard woven instructions for use, the use of a thermocautery is recommended when cutting woven products to minimize fraying. Additionally, based on historical data analysis, no other product reporting fraying without prior handling has been reported in 2025. Based on the investigation findings, it is not possible to determine the exact cause of the defect observed by the client. However, the investigation findings suggest that the device was not defective at the time of its manufacture. (67) no conclusion can be drawn since the involved device remained implanted and no picture has been provided showing the observed fraying. It should be noted that it is very unlikely that fraying was present without the prosthesis being manipulated by the customer. Indeed, as per the intergard woven grafts instructions for use for, due to their intrinsic weaving pattern, woven grafts are more prone to fraying. The warning section states that woven grafts should not cut with scissors or scalpels to limit the risk of graft fraying.

Event description:
Complaint #(B)(4).